Manufacturer narrative:
Device evaluated by MFR.: mustang 4.0 x 40, 135 cm device was returned for analysis. A visual examination of the returned device found that the balloon appeared inflated. There were no issues noted on the balloon that may have potentially contributed to the complaint incident during a visual and microscopic examination of the balloon material. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damages or kinks on the shaft, however; the device was returned with a 0.034'' guidewire loaded in the wire lumen of the device. As part of analysis, an attempt was made to remove the 0.034'' guidewire, the guidewire could not be removed. The recommended guidewire is 0.035''. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was selected for use. However, during the procedure, the balloon catheter became stuck with the 0.035 non-bsc guidewire. Both devices were removed together from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was selected for use. However, during the procedure, the balloon catheter became stuck with the 0.035 non-bsc guidewire. Both devices were removed together from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported.